Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j sales representative. This report is for an unk - plates: distal radius/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon removed a hand innovations plate that is unknown if it's a dupuy's product. There were no reason provided for the removal, nor is the current status of patient. It was unknown if there was any patient consequences. This complaint involves one (1) device. This report is for one (1) unk - plates: distal radius. This is report 1 of 1 for complaint (B)(4).